Manufacturer narrative:
This incident has been reported under (B)(4). Upon completion of the investigation a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device was not meshing correctly. The device does not exert enough pressure and after passing the skin over the holder in the mesher. It comes out without making the cuts properly. It was noted that poorly melted grafts were lost however no additional surgical procedure was noted to have occurred there was a 30-minute delay. No adverse event was reported as it relates to this event. Due diligence is in progress; however, no additional information has been received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test mesh during device evaluation. However, the cutter was damaged and the unit was out of calibration. The cutter was replaced and the unit was recalibrated. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.